Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A laser technician reported during a lasik procedure the pupil was out of range error displayed, it was cleared and at three percent treatment the laser stopped. Reporter indicated the treatment progress bar; however, continued as if the treatment was still in progress. The system then indicated the treatment was complete. Reporter relayed all other patients for the day were cancelled. The reporter mentioned there was no injury to the patient; however, the patient may have a half diopter left to treat. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
During an onsite visit the fse (field service engineer) performed a system verification and replaced laptop. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Sample was received for failure investigation. No logfile trace could be found in returned laptop, and without logfile no further actions can be performed. No more information available. The root cause could not be identified conclusively. The field service engineer (fse) replaced laptop as a preventive measure. (B)(4).